Event description:
The patient is a u.s. Army disabled veteran who was medically discharged from service. The (B)(6) referred the patient to a hospital for diagnostic studies, after which the patient was prescribed a philips dreamstation device. The patient reports that the device was subject to a recall in 2023, which he learned about through his prescribing provider. He subsequently contacted philips for more information and recalls hearing an automated message indicating that the device could potentially cause heart problems or death. The patient states that his machine began emitting a burnt plastic odor and that he observed black particles within the device, which he believes he inhaled. He also reports that, at times during sleep, he would awaken due to difficulty breathing. Additionally, the patient reports experiencing five heart attacks and two brain embolisms, along with significant blockage in the arteries of his heart. As a result of these complications, he underwent open-heart surgery in 2024; however, he states that the procedure was not successful due to the severity of his cardiac condition. The patient further reports that he is beginning to experience memory loss.